Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 19mm bioprosthetic valve that required valve in valve intervention due to degeneration after an implant duration of six (6) years, 10 months. The patient was implanted with a 20mm transcatheter valve within the existing valve. The patient was noted in stable condition. Records are unavailable. There were no reported complications.